Event description:
It was reported that the duracon cr medial femoral condyle fractured (left).

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a fractured femoral condyle involving a dcon std n-bead fem lft l was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: provided medical records indicate that there was a fracture through the medial condyle of the prosthesis. Insufficient medical records were received for review with a clinical consultant. X-rays and clinical history are needed. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves fracture of a duracon cr medial femoral condyle. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as x-rays and clinical history are needed to determine the root cause.

Event description:
It was reported that the duracon cr medial femoral condyle fractured (left).

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.